Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the doctor experienced a product failure of the device. The gun failed to return the knife blade and locked up. He was able to cut the stapler off the tissue. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Additional information: the analysis found that one ec60a device was returned in good visual condition and without a cartridge reload present. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. The knife was manually returned to the home position and the device was tested for functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to what may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.